Event description:
Physician was using the diamondback 360 peripheral orbital atherectomy system, the device was operating as intended at low and medium speed. When physician switched to high speed the device failed to increase speed. No adverse effect on patient. Manufacturer response for catheter, peripheral, atherectomy, diamondback peripheral (per site reporter). Company vendor made aware and will be picking product up for evaluation.